Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical united states services on (B)(6) 2013 states that the patient was in the clinic and the rv impedance was found to be >2500 ohms with no capture uni or bipolar. Patient is not dependent. The physician was dr. Buser. The physician intends to monitor the patient for now since no rv pacing is needed. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).